Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was no power found to the image acquisition system (ias) from the mobile view station (mvs). The representative replaced the pfc board and the interconnect cable. The imaging system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. Device manufacturing date is unavailable. Other relevant device(s) are: kit svc bi71000475 mvs interface and pcba bi31000172 pfc board 1000 faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the field service engineer was on site and noticed that the image acquisition system (ias) wasn't charging and there was no power to the ias. There was no patient present when this issue was identified.

Manufacturer narrative:
H3: the pfc board and interface cable were returned to the manufacturer for analysis. Analysis found that there were no faults with the pfc board, but a connector cable was cut on the interface cable which failed to control power flow to the image acquisition system. Analysis found that the reported event was related to an electrical issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.